Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time. A review of images provided by the customer was conducted. The first (leftmost) image appears to show a chest x-ray of a patient. There was nothing particularly notable about the image. The second x-ray image shows what appears to be the same patient but with a large pneumothorax of the right lung. It also looks like the patient may be intubated at this point. The third x-ray image shows a chest tube has been inserted and is successfully assisting with the expansion of the right lung, however, there is still lung collapse seen around the apex of the chest. The fourth x-ray image appears to show a second chest tube has been placed and the full lung has expanded to fill the pleural space.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1 centimeter in size and located in the right upper lobe away from a fissure, pleura, or structures that may be a concern for causing pneumothorax. The procedure was completed as planned with no delays. A chest x-ray was performed after the procedure and no pneumothorax was observed. The patient was then transferred to the post-anesthesia care unit (pacu). The patient had shortness of breath and the oxygen saturation dropped which required reintubation and bag-valve-mask ventilation (bvm). Another chest x-ray was taken, and a new 50% pneumothorax was noted. A chest tube was placed to resolve it. The patient was admitted for 3 days and was subsequently discharged home. The physician believed the pneumothorax was not ion-related. The physician attributed the complication to aggressive bvm in the pacu as evidenced by no pneumothorax on the initial chest x-ray after the ion endoluminal lung biopsy procedure. The pneumothorax was found after reintubation and aggressive bvm. The physician believed the oxygen desaturation was due to the patient¿s advanced chronic obstructive pulmonary disease (copd)/ emphysema with bullae and other patient comorbid conditions. There was no device malfunction associated with the event.